Event description:
It was reported that the 6600 system made a high pitch noise and would not make x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connection on the camera board was repaired during the svc call. The system was tested and found to be working as intended and placed back into service.